Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician assistant reported two pinched tubing in the irrigation tubing from cassette to the bag during a procedures. This is one of two reports.

Manufacturer narrative:
After further review of the information this complaint no longer a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative who indicated there was no patient contact with the medical device. After further review of the information this complaint is no longer a reportable malfunction.